Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a blood glucose (bg) level of 251 mg/dl. During troubleshooting with tandem technical support, the customer stated that earlier in the day, they had taken glucose and set a temporary basal rate for a bg level of 80 mg/dl. The customer took a bolus via the pump and changed out the site. The customer's bg level was noted to be lowering.